Event description:
Customer reports the use by date on the comfort curve test strip vial as 9/30/2009. Manufacturer's batch record confirmed the actual use by date to be 9/30/2008. No adverse event reported. Requested device and replacement was sent.